Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. State/prefecture is (B)(6). Visual and microscopic inspection were performed on the returned device. The distal coil was stretched, and as a result, the core wire was broken in two parts. All pieces of the core wire were accounted for and no sharp edge was observed when viewed under the microscope. Manipulation and strain on the device can cause damage to internal components and can result the observed stretching in the distal coil and consequently core wire break, the damage to the device likely occurred during use. However, we were unable to conclusively determine when and how the damage occurred. Do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person. (B)(6).

Event description:
It was reported during a planned diagnostic coronary procedure, the manufacturer¿s device could not cross the lesion in the lad [left anterior descending artery]. The device was removed and the tip was reshaped. The physician attempted to cross the lesion again but could not. The device went into a small vessel near the target lesion and was trapped. The device could not be removed, therefore, the physician exchanged the diagnostic catheter with a guiding catheter. A goose neck snare was inserted into the guiding catheter and successfully retrieved the manufacturer¿s device. The distal portion was observed to be stretched. This adverse event is being submitted because additional intervention was required to retrieve the manufacturer¿s device. There is a potential for harm if the malfunction were to recur.